Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter, a distributor in (B)(4), stated that two drills broke at the moment of bone drilling. A k wire guide was being used. The surgery was prolonged by about three to five minutes. The reporter stated that there was no injury to patients. The drills had been used several times. The drill is intended for single use only.